Event description:
It was reported that on a ra1000, when viewing a patient in dictate mode and then switching to an already open browse mode study, the most recently viewed study in browse mode is opened instead of the one selected. There is a concern that the incorrect information could lead to a misdiagnosis or incorrect treatment. There was no report of death or serious injury associated with this incident.

Manufacturer narrative:
This reported issue was duplicated through internal investigation. It was found that the pacs system does provide the user with a notice in the jacket header that jacket does not match the current exam when an incorrect patient jacket appears. The patient jacket, although not matched with the current exam, does provide the correct information to the user about its contents, including the patient name and identifier. The contents, if selected, match the patient jacket and display the same name and identifier. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective.